Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(6) of loose motion (coded to diarrhea) and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy for peritoneal dialysis (pd). On an unknown date in 2011, the patient experienced loose motion. On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was the loose motion. The patient was not hospitalized however, began remedial treatment with reflin (1gm ip), fortum (1gm ip) and vancomycin (1gm ip). It was unknown if the events of loose motion and peritonitis resolved and whether remedial treatment with reflin, fortum and vancomycin were ongoing. Dianeal pd2 ultrabag therapy was ongoing. The nurse felt the event of peritonitis was not related to dianeal pd2 ultrabag therapy. A causality statement was not provided for the event of loose motion.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is undetermined.